Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery jump issue could not be verified. The alleged charging issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to be charged and the pump shut off. In addition, the battery gauge reportedly increased while not connected to a power source. The customer's blood glucose (bg) level was 377 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.